Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that prior to an implant procedure, the pacemaker was noted to be in backup vvi mode. The device was not used.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was triggered by a power on reset (por) condition. The device was tested on the bench and no anomalies were found. The cause of the bvvi due to por could not be determined.